Manufacturer narrative:
Device received with blank display due to bleeding and cracked lcd display window and detached end cap sticker noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was missing and blank spots on the screen. Customer's blood glucose level was unknown. Customer reported that the damage occurred due to fell on the insulin pump. Customer was advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.